Event description:
The customer reported 12 lead can not analyze ECG. There was no reported patient incident/injury.

Event description:
The customer reported 12 lead can not analyze ECG. There was no reported patient incident/injury.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.